Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion when none was present during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, downstream occlusion was not reproduced. The device was tested for downstream occlusion detection and it passed. A review of the event history log (ehl) revealed occurrences of "downstream occlusion" alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor calibration is out of range. The force sensor will be calibrated as precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.